Event description:
The patient was demonstrating increased spasticity and a seroma had developed around the pump. At the time of report, there was no patient injury. The device system was being used to deliver baclofen. Additional information received reported that the cause of the issue was that the patient was not receiving all of his baclofen because the catheter was cut. The health care provider (hcp) opened the pump pocket to explore the issue with the catheter and he was able to see a very visible cut about 8cm below the pump connector. The hcp used an intrathecal catheter proximal revision kit to revise the existing catheter. It was later reported that the hcp suspected another catheter issue as the patient was requiring dosage increases and was exhibiting decreased therapeutic effect. No additional interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon device return, analysis found a hole or a tear in the catheter body caused by the connector pin.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596s, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was later reported there was a catheter replacement. The proximal portion of the previous catheter was removed. The distal portion of the previous catheter remains in patient and inactive.